Event description:
A customer reported that the system did not recognize sometimes the footswitch. The event did not occur during any surgery and there was no patient involved. No system message was displayed.

Manufacturer narrative:
Evaluation summary: the company service representative examined the system. The footswitch was replaced to address the reported event; however, there was no indication if the reported event was replicated or if the system functioned as intended after the footswitch replacement. The system and the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received: the footswitch will be replaced in a second time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).